Manufacturer narrative:
Inspection of the returned device revealed the posterior foot pocket was broken. Strike marks were found on the posterior needle barb. The plunger, cuffs and link were not returned. Approximately 20.25 inches of suture were exposed from the device. The posterior needle tip was attached to the monofilament. The entire suture was retrieved without resistance. A review of the device history record for this lot did not produce any findings relevant to this investigation. The strike marks found on the posterior needle barb suggest the needle tip may have been deflected low and hit the actuator wire slot, which caused the foot to break. A formal investigation was opened for foot breaks with the perclose a-t. Corrective and preventative actions have been identified and initiated.

Event description:
Reported due to foot break found during investigation of the device. Report received from analysis of the perclose a-t (closer ak) device that the foot was broken and not returned with the device. Reportedly, "after pushing plunger, the operator could not find any link attached to the needle. Then suture deployment was not performed." Hemostasis was achieved with manual compression. It is unknown whether the patient experienced any adverse events; however, no adverse events were reported. Although requested, no additional patient information was provided.